Event description:
Under orders from medical control the crew attempted synchronized cardioversion at 50 joules. The patient was being transported to the hosp at this time. Allegedly, the device prompted 'attach paddles' and would not respond when the defibrillator charge switch was pressed. The patient was delivered to the hosp and was stabilized.